Event description:
The dealer has reported that the seat on this rollator has cracked.

Manufacturer narrative:
(B)(4). Complaint was not given to regulatory affairs from customer service for processing until ((B)(4) 2013). Potential for pinch or fall injury associated with a cracked seat on a 65650r rollator